Manufacturer narrative:
Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event was confirmed. The device was not returned for evaluation. Clinician review confirmed there is no evidence that factors of faulty component design, manufacturing or materials were responsible for this clinical situation. If additional information becomes available, this investigation will be reopened.

Event description:
Update as per op report: patient was revised due to loose acetabular component and severe ostelysis.

Manufacturer narrative:
Catalog number is unknown at this time. Device description reported as unknown poly. A supplemental report will be submitted upon completion of the investigation.

Event description:
Revision of patient's left hip. Hip was revised due to poly wear. Cup, poly liner and head ball were taken out.